Event description:
The customer reported that during a hysterectomy, a piece of the active waveguide disengaged into the pt's cavity. The piece was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.